Event description:
It is reported that the drill bit broke off in the pt's humerus. Approximately 2 cm of the bit was left in the pt's left humerus as noted by the x-ray.

Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. This report will be amended when our investigation is complete.